Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristic is male/71 years old. Of note, multiple patients, multiple methods, and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique method/manufacturer/device serial numbers. The model represented in this report is a representative of possible models involved. Possible models could include the 3830 and/or 5076-85. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: left ventricular endocardial pacing in the real world: five years of experience at a single center. Pacing and clinical electrophysiology. 2019; 42(2):153-160. Doi: 10.1111/pace.13591. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding left ventricular (lv) implantable pacing leads. Of note, multiple patients, multiple methods, and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers/manufacturers. There was one patient who had lead dislodgement at the end of the implant procedure, which was ¿successfully¿ implanted in a second procedure, two months later. There was one patient who had ¿unstable angina¿ during the procedure; the procedure was stopped; and two months later it was ¿successfully¿ implanted. There were two (2) patients readmitted to the hospital due to ¿malignant arrhythmias.¿ there were three (3) patients with mild/moderate pocket hematomas, which were treated conservatively. Transient ischemic attack (tia) occurred with two (2) patients; without any permanent sequelae; one event occurred on the day after implant and was attributed to left carotid stenosis; the patient had an operation several days after the episode, with no further incidents. The other tia event occurred when the patient¿s medications were ¿incorrectly¿ stopped. This patient did well after the medication treatment was resumed. The status/location of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.